Manufacturer narrative:
Block e1: facility name: (B)(6) block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the proximal end of the trip wire returned correctly secured in the handle slot. It was also noted that the suture returned intact and the trip wire was kinked. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard. No other issues with the device were noted. The ligator head was not returned for analysis. The reported event of failure to deploy bands was unable to be confirmed. However, upon analysis the trip wire was found bent. This could have been caused by the manipulation of the device during preparation or by the technique used to secure trip wire in slot on handle. With all the available information, the returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the reported event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) , 2021. During the procedure, the device failed to deploy the elastic bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the device failed to deploy the elastic bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.